Manufacturer narrative:
(B)(4). This report is filed july 1, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2015, resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2016.